Event description:
Cytostatics was being infused through the catheter and leaked through the septum which could cause harm to the pt and the nurse.

Manufacturer narrative:
The sample is not available for the investigation. Attempts have been made to obtain add'l info, however, no info was provided. Upon completion of the no sample investigation, a supplemental report will be submitted.